Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant, this right ventricular (rv) lead displayed noise, oversensing and pacing inhibition. Noise was able to be recreated when the patient sat up in bed. It appeared that the patient's atrial fibrillation was being oversensed. The patient subsequently underwent a revision procedure where the lead was repositioned. There were no additional adverse patient effects reported. The lead remains in service.